Event description:
It was reported by the customer that during use the linear 40cc had an alarm iab catheter restriction. Blood was found in the tubing after the physician performed an aspiration. No harm or injury to the patient was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.